Event description:
It was reported an issue with manipler skinstapler. The client reported that during the inspection of the staplers' packaging integrity, the blisters of four staplers from the same batch showed cracks. The staplers are therefore considered non-sterile.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 4 closed packages containing the stapler inside the box. All the four units have a crack in the bottom left side. The box is damaged in one of the corners, the one that is where the cracks on the packaging are found. The lower left part of trays of returned samples was observed under magnification. The damage was detected on all returned samples. One of the samples exhibits radial lines that appear when subjected to impact. Other of the samples which had the biggest damage shows evidence that a straight crack progressed inward starting from the location of the tray crack. According to above, it is assumed that an impact was applied from the exterior of the tray toward the interior. We have also checked the reserved samples from the same batch and no damages were found. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed sample received complies with the product specifications. Final conclusion: according to the investigation records of similar crack-related complaints and investigation result of returned samples, returned products can be dropped under low temperature environment. In the instructions for use of the product, storage condition is defined as room temperature. We apologise for any inconvenience that this issue may have caused and thank you for your collaboration. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.